Manufacturer narrative:
510k: k011375. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, or other technological characteristics are registered within the u.s. Analysis and results: there is one previous complaint of the same code-batch regarding this issue that was closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 9 closed samples for analysis and 1 open and unused sample with the needle detached from the thread, and the thread is still wound on the package. Tightness test to the closed samples received has been performed, and the units are tight. When opening the packages, we have found 1 unit of the 9 with the needle detached from the thread. We have checked this unit and the thread seems that was escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that in at lesat 3 units there was no needle attached to the thread (needle missing) when opening the package. The event occurred prior to use.